Event description:
The customer reported that a caregiver was shocked when unplugging a progressa bed. The customer also reported that there was no injury associated with the reported shock. The event was described as an "arc" when unplugging the bed from the wall outlet. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the power cord needed to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows: discoloration of the plug molding, any signs of cracking, or loose fit of the plug blade. Replace the power cord, if damaged. Electric shock occurs upon contact of a (human) body part with any source of electricity that causes a sufficient current through the skin, muscles, or hair. Shock injury is relative to the magnitude of current the body is exposed to, individual body impedance and area of exposure. Although there was no injury with this reported event, if the report of shock associated with an "arc" of electrical current from an outlet were to recur, the voltage transferred from the outlet is likely to cause or contribute to serious injury or death. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.